Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. No product or logs were returned for evaluation. Clinical details noted the motor current was consistent when the placement signal not reliable alarm was noted and flows were lost. The root cause of the placement signal issue cannot be determined, and no logs or product was returned. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that a placement signal not reliable alarm triggered during impella rp support. The flows were no longer being calculated, and the motor current was observed to be constant. Intervention was not required, and support was maintained with the implanted pump. Care was eventually withdrawn, and the patient expired.